Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lost water tightness, a cut switch 1, a chipped and cracked adhesive on the bending section cover, a discolored control unit, a chipped light guide lens, and the bending angle in the up direction and the play of the upward/downward angulation control knob were out of the standard value due to the wear of angle wire. Additionally, the following components were found scratched: the universal cord, plastic distal end cover, and connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an air/water leakage from the switch key tops. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the nozzle during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.